Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, squeaking noises and elevated levels of cobalt and chromium. It was also alleged that during the revision surgery, the surgeon noted dark gray to black fibrous tissue, bone erosion and particulate foreign material.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2159825 and 2168606 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd (B)(4) 2013- pfs and medical records received. Revision operative notes confirmed litigation allegations. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation alleges pain, squeaking noises and elevated levels of cobalt and chromium. It was also alleged that during the revision surgery, the surgeon noted dark gray to black fibrous tissue, bone erosion and particulate foreign material. Doi: (B)(6) 2006 - dor: (B)(6) 2013 (right hip). Update rec'd 12/20/2013- pfs and medical records received. Revision operative notes confirmed litigation allegations. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A review of the device history records for lot codes 2159825 and 2168606 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.